Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired to the 4cm cut line. The clamping mechanism was deformed. The proximal sutures were cut. The distal anvil and cartridge sutures were intact. No reinforcement material was present. Functionally, the reload was loaded into a representative instrument. The interlock was overridden. The reload was applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument was partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The deformed clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p3h1235); sigtrsb60amt 60mm med thk reinforced rel (lot#: n3g1693y); egiaustnd endogia ultra univ std stap (lot#: p3h1235). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon was attempting to fire a reinforced reload into the stomach, but halfway through, the stapler stopped and made a cracking noise, and the surgeon could not proceed with the firing. The doctor replaced the stapler with another device along with the reload, and the same thing happened again. Another device from a different manufacturer was used to complete the case. It was noted that the user had only previously used the stapler along with reinforced reloads once.